Manufacturer narrative:
Investigation summarythe customer reported the filter pulled out of the lumen and returned one used sample of material #mz9270. The sample was separated at the outlet of the filter and the complaint is verified. Visual analysis under the microscope found traces of solvent on the tubing, but insufficient amounts. No other failure modes observed. A device history record review could not be performed on model mz9270 because a valid lot number was not provided by the customer. The root cause is insufficient solvent applied during the assembly process.

Event description:
It was reported that microbore tri-fuse extension set, 3 IV.c had the components separate.the following information was provided by the initial reporter: it was reported by the customer that the bottom part of the lumen pulled out of the bottom of the filter. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that microbore tri-fuse extension set, 3 IV.c had the components separate. The following information was provided by the initial reporter: " it was reported by the customer that the bottom part of the lumen pulled out of the bottom of the filter. "